Event description:
Boston scientific received information that an alert was detected for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system as it exhibited low out of range shock impedance measurement. Additional information received from the field representative indicated that the cause of the out of range measurement was not determined. The patient was seen in the clinic and everything tested normal through device testing. The physician will continue to monitor the patient. This device and lead system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.